Manufacturer narrative:
This report is submitted on august 14, 2017.

Event description:
Per the clinic, the patient experienced a performance decrement and subsequent loss of connection to the device; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2017 and the patient was reimplanted with a new device during the same surgery.